Manufacturer narrative:
A root cause could not be determined. The sample was returned for investigation. It was tested on an e170 analyzer and the result was negative. The sample was sent to a commercial laboratory and tested on an abbott architect and the result was negative. The customer's elecsys result was correct.

Event description:
The customer alleged they received a questionable hepatitis b surface antigen (hbsag) result for one patient on their e411 analyzer. The customer stated the discrepant result was found during a correlation test between the e411 analyzer and an architect analyzer at a commercial laboratory. The specific date of this event was requested but not provided. The patient's initial hbsag result from the e411 analyzer was 0.4, which was negative. The sample as tested on an architect analyzer and the hbsag result was 2.0, which was positive. The units of measure were requested but not provided. Information on whether the results were reported outside the laboratory was requested but not provided. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The hbsag reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in the event was requested but not provided.